Event description:
It was discovered during the device evaluation, the olympus gastrointestinal vidoescope was presenting a b30 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was producing a b30 scope communication error. While a device evaluation was performed, there was a evidence of fluid invasion discovered. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that fluid invasion ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.